Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the one tension spring fell off and the other spring is loose on the bottom of the articulation surface. All pieces retrieved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the larger balseal was missing, and the smaller balseal was deformed yet still attached to the post. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.